Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection. A replacement pump was sent to resolve the issue.